Event description:
The pt received two leads with the same lot number. It was reported the pt had greenish-brown drainage from the midline incision. The physician met with the pt and stitched the incision and extended the oral antibiotic regimen. Follow up identified the infection had resolved. It was reported the physician had defined the issue as a topical infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.